Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 160mg/dl. The customer's most current level was 167mg/dl. Troubleshoot was conducted. The customer states the presence of air bubbles. The customer believes that the tubing and reservoir were not connected correctly. The customer states there was a leak to the reservoir and infusion set. The customer was advised to change out reservoir and infusion set. The customer was advised the set would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected and checked the o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking tests, and no leaks or air bubbles were noted.